Event description:
It was reported that the device was used during an unknown procedure. The device did not test. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Eval summary: evaluation summary: the analysis results found that the device was returned in good visual condition. The device was tested with a gen04 and was found functional using the foot pedal. However, upon testing with the hand activation buttons, it was found to be non-functional with any of the buttons. It could not be determined why the device reportedly failed the pre-run. The reported incident, failure of the pre-run, could not be recreated nor confirmed. The batch history records were reviewed with no anomalies noted during the manufacturing process.